Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to pacing inhibition and the patient experienced bradycardia. Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This system remains in service.